Event description:
The roller clamp on the intravenous administration set reportedly did not hold the infusion rate constant. Written report from the customer states: "the pt had notified nurse (monday) that they were about out of intravenous bags and would need some more brought to their home during the visit that day. When nurse notified the pharmacist, he informed nurse that the pt was given enough fluid through tuesday. During the visit nurse assessed the flow rate, and it was running wide open. Nurse then changed it to the prescribed rate and began to discuss with the pt regarding changing the rates. The pt's spouse had indicated that they had not increased the rate, but rather decreased it several times over the weekend. Within fifteen minutes of setting the rate, nurse assessed the rate again. It had increased from 75cc/hr to 100cc/hr. Nurse reset the rate again and within fifteen minutes it had increased to over 100cc/hr again." At that time the tubing was replaced and the new administration set maintained the correct rate. The fluid infusing was d5ns with 20meq of potassium chloride to run at 75cc/hr. The pt experienced fluid overload estimated at 3 liters, and was experiencing mild ascites in his abdomen and a slight increase to the already 2+ pitting edema in both lower extremities. The physician was notified, and orders received to decrease the infusion rate to 15cc/hr and begin 80mg intravenous lasix for 3 days. The pt was able to expel the 3 liters within two days of the lasix. No adverse sequelae were reported.

Manufacturer narrative:
A sample was received for evaluation. The returned setup as received was a venoset piggyback microdrip with filter, list 4292 with a list 4429 extension set attached to the distal end of the piggyback set. The sample was functionally tested for flow control by the cair clamp after attaching an 18 ga blunt cannula to the distal end of the extension set and a flexible container of 20 meq potassium chloride in 5% dextrose and 0.9% sodioum chloride, abbott list 7107-09. The flow rate was set at 76 drops per minute (75ml/hr) and rechecked after 15 minutes, 30 minutes, 45 minutes and 60 minutes. The set was found to deliver at the rate 76 drops per minute at each time point checked. The cause for the reported complaint could not be determined. Corrected data: manufacturing site registration number was corrected from "57302" to "6000096". This has resulted in a new manufacturer's report number on this follow-up report. This report is a follow-up to abbott manufacturer report number 57302-1998-29.